Event description:
It was reported the patient underwent unrelated surgical procedure where the ipg was put into surgery mode. After the surgery the patient is unable to communicate with the ipg. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. Troubleshooting was able to recover the ipg. Therapy was restored. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received indicates the patient received the magnet and was able to connect to the ipg. Stimulation has been restored.